Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the plunger assembly tamper seal is broken, and the right plunger case is cracked. The device?s event history log was reviewed for evidence of the reported event, and ?primary audible alarm post.? Error was found. To conduct functional testing, the device was powered up and an audio test was performed. Upon testing, was unable to duplicate the ?primary audible alarm post? At power up. The device failed the audio test at level 1 and level 2 which is causing the primary audible alarm post error intermittently. The speaker was replaced and the device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Event description:
It was reported the device alarms primary audible alarm. No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.